Event description:
It was reported the insulin pump had cracks around the display window. Customer agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, stained keypad overlay, stained address/serial number label, missing end cap sticker, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.